Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The downstream occlusion (dso) sensor was defective, and no sensor values could be read. The dso sensor was replaced to correct this issue. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device was sent for repair. There was unknown patient involvement. Additional information was received stating that the locking pressure was defective. Reporter states the error occurred during safety control and the patient was not hurt.